Manufacturer narrative:
Concomitant medical product: mcs-p3-3143, transcatheter valve, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible oversensing. It was noted that several mode switches occurred. The ra lead remains in use. No patient complications have been reported as a result of this event.